Event description:
Customer received a result of 202 mg/dl on the perfoma system, and a result 103 mg/dl on the active system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the active system (lot number 23467762, expiration date 12/31/2014). (B)(4).